Manufacturer narrative:
The insturment has been investigated. The field service engineer (fse) evaluated the instrument and found a stuck collet in the reported problem area of the pipetter assembly. Fse cleaned the collet and installed a new tip clamp. The instrument was inspected, tested without further problem, and returned to service.